Event description:
Additional information from the rep indicated that the cause of the issue was unknown. They attempted to adjust the pulse width and rate. Patient has access to pulse width and rate and will adjust as needed to see if that resolves the issue. He will follow up if needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient states stimulation sensation has waves, peeks and valley, essentially stimulation is not consistent. Rep wanted to know if there is a way to program patient to get less or eliminate the changes in stimulation sensation. Discussed rate change and pulse width change. Rep said patient is at 60hz and he doesn't like the high dose programming, and he was given the ability to adjust pulse width. Technical services(ts) also inquired if perhaps patient is getting out of regulation(oor), which could contribute to changes in stimulation, but rep said patient doesn't get oor. Pt has high settings at 13ma. It was noted the change in stimulation sensation is not related to body position, since changes are felt while patient is in the same body position.